Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that outflow graft vascular stenosis was identified on (B)(6) 2025. The patient was readmitted from (B)(6) 2025 to (B)(6) 2025 for a thoracotomy that was performed for relief of the outflow graft stenosis.